Event description:
Complainant alleged that during the incoming inspection of the device, the tech selected 360 joules, and then pressed the charge button, but the device did not discharge and displayed a "discharge fault" message and a "defib fault 80" message. The complainant indicated that there was no pt involvement in the reported malfunction.